Manufacturer narrative:
(B)(4).

Event description:
It was reported that the microcatheter was broken. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the microcatheter was found broken when removed from the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the catheter and a break in the shaft was found at 9 cm from the hub. The braid was exposed from 9 cm from the hub up to 19 cm from the hub. No other defects were noted. A coating confirmation test revealed the presence of coating and coating damage was evident along the coated length but there was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the microcatheter was broken. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the microcatheter was found broken when removed from the loop. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.